Event description:
The pt reported that she experienced elevated blood glucose of up to 480 mg/dl and she does not believe the infusion device properly delivers the basal rates. On (B) (6) 2010, her blood glucose measured 480 mg/dl at 10 pm and she changed the battery, insulin cartridge, and infusion set. On (B) (6) 2010, her blood glucose measured 480 mg/dl. At 12 pm, she switched to the backup infusion device. At the time of the report, the pt was in the hospital due to back surgery and she began taking a steroid medication. No further info is available. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was replaced and requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.